Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample tested on the cobas 8000 c702 module. The initial creatinine result was 7 mg/dl. The repeat result was 1 mg/dl.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found a leak at the cell rinse station. The fse repaired the leak, adjusted the wash station pipes, replaced the reagent syringe, and performed calibration and qc successfully. The investigation is ongoing.